Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed due to scratch on the charge coupled device objective lens. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the gastrointestinal videoscope had a blurred lens. There were no reports of patient involvement.